Event description:
Device returned to manufacturer for analysis with report of no drug delivered - catheter patient - possible battery depletion. Follow-up with health care professional revealed that the patient had presented for care promptly when patient experienced return of pain and experienced no symptoms of drug withdrawl. The pump was not functioning and was replaced with a new pump. Pt has recovered and is doing fine with the new pump.